Manufacturer narrative:
The device was tested on the bench and low hv lead impedance and damaged hv output circuitry was noted. An arc mark was noted on the device can; further analysis indicated the presence of lead material. The cause of the low hv lead impedance and output damage was a lead anomaly.

Event description:
This report is to advice of an event observed during analysis.